Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 9 mg/ml morphine at 2.5 mg/day and bupivacaine at an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that when the patient was in for a refill, it was noted that the pump would keep flipping. The patient had increased pain and had withdrawal symptoms a couple of months ago. Additionally, the expected residual volume was 18.8, but the actual residual volume was 31 ml. It was further noted that the pump was moving freely in the abdominal pocket. A dye study was attempted, but they were unable to withdraw fluid through the catheter access port. The patient was referred back to the surgeon for pump/catheter revision. The patient's pain level increased right before her last refill on (B)(6) 2016 when bupivacaine was added to the pump. She experienced flu-like symptoms including aching, sweating, mild fever, tired, and the patient stayed in bed for a week. It was further stated that "it was like I was run over by a truck". The issue was not resolved and the patient was noted to be alive - no injury. Surgical intervention was planned, but not scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.